Manufacturer narrative:
(B)(4). Device evaluation completed. The heli-fx applier was returned without the associated endoanchor cassette. No damage was observed along the length of the device, at the handle or at the tip of the applier. No endoanchor was observed within the tip of the applier. The exact cause of the broken endoanchor cannot be definitely determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions existed within this procedure that have historically been identified as causes of deployment resistance. This include positioning of the heli-fx applier at an angle relative to the vessel wall during deployment, endograft/cuff material infolding or oversizing, calcification in the area of deployment as well as not maintaining adequate pressure/apposition during deployment. If the heli-fx applier is not positioned perpendicular to the vessel wall with sufficient forward pressure and proper apposition or in an area of calcium or highly concentrated or loose endograft/cuff material, it increases the likelihood the endoanchor will encounter resistance as it is deployed. The excess torque was likely transmitted directly to the endoanchor leading to its fracture and a mis-deployment of a portion of the endoanchor. This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Endoanchors were being used within a primary aaa case. The anchors were being deployed through a 36mm medtronic endurant within a short, conical neck that ranged from 25mm to 33mm in size. There was significant infolding and areas of calcium within the neck. The imaging equipment quality and patient's weight complicated visualization of endoanchor deployment. The endoanchor was advanced to first stage deployment and it appeared the anchor was through the graft material/into the aorta. As a result, the forward button was pressed to advance through second stage deployment. During 2nd stage deployment, the anchor visibly deformed and broke. It was noted that the doctor did not provided visible forward pressure during deployment of the endoanchor. The aptus representative recommended utilizing a snare to retrieve the broken portion of the endoanchor. However, the doctor concluded that the size of the broken endoanchor did not pose a risk to the patient and as a result made no efforts to retrieve it. After deployment of the first endoanchor the doctor handed the device to the fellow and 8 additional endoanchors were deployed without issue. The case was completed with no patient adverse events.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.